Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the left ventricular (lv) lead caused diaphragmatic stimulation. The lv lead was not implanted and a different model lv lead was used. No patient complications have been reported as a result of this event.